Manufacturer narrative:
Initial and final MDR 1943447- MDR 3003442380-2024-21613 - device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported thet, the patient faced issue of infusion set being kinked between (B)(6) 2024 to (B)(6) 2024. The event occured 3 or more hours after insertion, after being in use for 3-4 hours, site of insertion being abdomen. The event was resolved by replacinf infusion set and replacing insulin. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.